Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly testing and stress testing without duplicating the report. An internal inspection found no discrepancies. It is recommended the main board be replaced as a precaution. The customer declined repair; therefore, the device was scrapped at zoll medical corporation. Analysis of reports of this type has not identified an increase in trend.